Event description:
Customer's mother reported via phone call, the esc button on the insulin pump isn't responding. Customer's blood glucose was 183 mg/dl. Customer's mother the device was exposed to water on monday. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
No unresponsive down arrow button noted. All of the buttons functioned properly. No moisture damage or corroded keypad traces noted. The insulin pump was received with bleeding lcd. No moisture damage was noted on the electronic or motor assemblies. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and stained end cap sticker.